Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument, it was discovered that a wire on the instrument was damaged. There was no report that any piece from the instrument broke off and fell into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the wrist. It was concluded that the damage to the cable likely broke under tensile loading. The other cables at the wrist were not damaged. Failure analysis investigation found that the instrument's tube extension had missing pad printing ink the distal end of the main tube had various scratch marks with light material removal. The scratches were .084 - .131 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument tube extension and main tube was likely due to mishandling/misuse. No other damage was found.